Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 419678 implantable pacing lead, implanted: (B)(6) 2009; 5076-52 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient went to the ER (emergency room) as they had heard an alarm three times that morning. It was found that the right ventricular (rv) lead had an alert for high rv defib lead impedance. It was explained to the ER physician that the only way to cancel the alarm is to clear it with a programmer. It was also noted that twenty days earlier the lead had an alert for rv defib impedance that was cleared several days later with a programmer. The lead remains in use. No patient complications have been reported as a result of this event.